Manufacturer narrative:
The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported a single false positive result with the binaxnow covid-19 ag self test performed on (B)(6) 2026. Initial testing had been performed on (B)(6) 2026 using a poc sars-covid-2 ag test (brand/type unknown) at doctor's office and on (B)(6) 2026 using binaxnow covid-19 ag self test at medical clinic, both tests generated negative results. No information regarding confirmatory testing was provided. The consumer reported feeling tired as the symptom present at the time of testing. The consumer confirmed there was no patient harm due to the test results.